Event description:
Shortly after essure procedure in (B)(6) 2011, pt experienced severe pelvic pain. Her three month hsg test showed satisfactory placement and occlusion. Due to ongoing pain symptoms, md did a partial bilateral lap tubal on (B)(6) 2012, to remove both devices. He attributed pt's symptoms to the essure devices because she had no underlying conditions and no other pathology found.

Manufacturer narrative:
Data correction: the code knh was replaced with hhs.